Manufacturer narrative:
Additional information received: the site confirmed that the kink was due to patient anatomy. On follow up imaging the stent has opened and kink have improved with good limb patency. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post implant of an endurant ii/iis stent graft, core lab review of CT imaging identified stent graft stenosis in the left limb, along with stent graft kinking. The site confirmed the stenosis and kinking at the 1month duplex and noted triphasic flow on duplex. Angulation of the left common iliac artery was noted. However, the patient remained asymptomatic, no additional medical intervention was required to prevent permanent injury or impairment. Further monitoring by CT will be performed in two months. The sponsor assessed the occlusion as possibly related to device and procedure.